Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male pt, the CPR-d electrode pads, after approx 20 minutes of CPR, lost adhesiveness. A second and third set of cprd-pads were obtained and lost adhesiveness. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. The complainant indicated all 3 sets of CPR-d electrode pads were discarded.